Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software. Rences the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving morphine and 2 other unknown medications via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that for about 2 months, they had been having problems with their communicator. The patient clarified it was taking up to 7 minutes to get a bolus going. The patient stated that when they tried to connect, it seemed like the screen sometimes would hang at 91% and sometimes ¿it stops in the 20s (percentage) somewhere¿. The patient stated that they went to the doctor and it suddenly started working but now they were having problems again. The patient stated, ¿I've resynced it various times to try to get it to work¿. The patient had the myptm app open and mentioned seeing ¿exit application¿ but cleared the message prior to the agent being able to confirm what the rest of the message said. The agent assisted the patient with clearing the data. Prior to clearing the data, the patient's data was 744 kb. It was noted that the patient did not need to connect to the pump or bolus now and that they would monitor and call back for assistance as needed.